Event description:
Per study adverse event form, this system was removed due to a pocket infection. Also associated with this report: setrox s 53, MDR: 1028232-2008-00671. Linox sd 75/18, MDR: 1028232-2008-00672.